Manufacturer narrative:
Date of event is estimated. Date of explant is estimated. During processing of this incident, attempts were made to obtain complete patient and event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2022-00183. It was reported that patient had his scs system explanted due to ineffective therapy. Manufacturer representative was not present for the explant and is not aware of any other details.

Manufacturer narrative:
Correction : section g3: the date of awareness for the initial report should have been 06jan2022 rather than 23dec2021 as the rep was made aware on 6th jan 2022 of the explant.